Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right micro insert could not be visualized') and pregnancy with contraceptive device ('the patient reported a positive home pregnancy test ') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "the patient cancelled hsg". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and stress urinary incontinence ("stress urinary incontinence") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, pregnancy with contraceptive device and stress urinary incontinence outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered device dislocation, pregnancy with contraceptive device and stress urinary incontinence to be related to essure. The reporter commented: right side- 8 coils, left side- 13 coils. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right micro insert could not be visualized') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "the patient cancelled hsg". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and stress urinary incontinence ("stress urinary incontinence") and was found to have a pregnancy with contraceptive device ("the patient reported a positive home pregnancy test"). At the time of the report, the device dislocation, pregnancy with contraceptive device and stress urinary incontinence outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered device dislocation, pregnancy with contraceptive device and stress urinary incontinence to be related to essure. The reporter commented: right side- 8 coils, left side- 13 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Event" pregnant with essure micro insert" seriousness criterion was updated to non-serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.